Event description:
It was reported during set up of an unspecified procedure, the flex deflectable videoscope exhibited error e218. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of an electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.